Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr tested, back-to-back, meter-to-health care professional meter (a one touch) with a blood glucose result of 121 and 83 mg/dl, respectively.